Event description:
It was reported that the subject device had a "bad image problem." The issue occurred during preparation for use for an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being submitted for legal manufacturer's final investigation results. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. However, the device evaluation found smashed connector tip. A device history review revealed no issues that could have caused or contributed to the reported issue. The most probable cause of the complaint is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the subject device had a "bad image problem." The issue occurred during preparation for use for an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The subject device evaluation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.